Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 343 mg/dl while wearing the pod between 1 and 4 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended. When removed the pod's cannula was found bent and insulin was leaking. As treatment, a new pod was applied and a correction was given.

Manufacturer narrative:
The received device had the cannula assembly deployed with the pink slide moved forward. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 265 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. The exposed portion of the soft cannula was found kinked and torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.